Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and device information. The event date is unknown. Concomitant medical products and therapy dates: model: unknown, scs lead, therapy date: unknown

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-11528. This report is related to a (B)(6) patient. It was reported the patient was receiving inadequate therapy. In turn, the patient underwent surgical intervention. During the procedure, the patient's octrode lead was found to be damaged. Both of the patient's leads were explanted and replaced per the physician's decision. Adequate therapy was restored post-op.

Manufacturer narrative:
The reported event of break was visually confirmed. The returned lead had 2 kinks with all internal wires broken followed by a cam impression mark. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. No impedance issue was reported as the octrode lead was not used.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-11528.